Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original box and jar, fully submerged in a clear solution. The valve was slightly discolored, showing evidence of blood contact. All leaflets exhibited no damage. As received, all leaflets appeared closed. All commissures appeared intact. No damages or anomalies were found on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred as a result of the infold. Per the physician, calcification on the leaflet with an initial crown overlap up to node 3 contributed to the infold.

Manufacturer narrative:
Image review: 2 fluoroscopic cine loops of the implant procedure were provided for review. The reported inflow-crown overlap during the first fluoroscopic-check is clearly visible. An inflow-crown overlap up to node 4 can be seen. According to the physician, the challenging patient anatomy also contributed to an infold-formation, which is named as one of the possible causes for an infold in the evolut instructions for use (IFU). Neither images of an infold or challenging anatomy were provided, nor images with crown-overlap to node 2. A second valve was implanted successfully without complications. An overlap including or extending beyond node 4 of the valve frame is considered a misload. According to evolut IFU, if a misload is detected, the entire system must be discarded. The valve, catheter, loading system, loading tray, and saline all must be replaced with new sterile components. Only after one implant attempt the team withdrew the evolut system. The misload (unnoticed by implant team)- inflow-crown overlap up to node 4 - during the first load most likely contributed to the formation of an infold and subsequent replacement of the evolut system. A procedural delay occurred because of the infold but no adverse patient effects were reported. The patient summary was not provided for anatomical review. Updated data: d9. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a fluoroscopic loading check revealed a crown overlap up to node 3. During the first deployment, the valve did not open completely, and there was a visible infold from the inflow to the outflow. The valve was recaptured and removed. A new valve and catheter were used, and a subsequent fluoroscopic check showed a crown overlap up to node 2. The implantation with the second valve was successful.